Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that two of the four casters were bent on the bed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the casters stem were bent, which confirmed the original complaint issue. However, the underlying cause could not be determined. The fields were updated accordingly.

Event description:
Provider states that two of the four casters were bent on the bed.